Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient with an unexpected myopic outcome following intraoperative aberrometry assisted cataract surgery. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The company clinical applications specialist (cas) reviewed the calculations and images. The cas noted the image shows the fringe pattern has interference from the posterior cortex and the ophthalmic viscoelastic device (ovd) was at the main incision. The surgeon controlled the variables well. The patient fixated, the tear film was good, and the lid speculum was off the limbus. The eye was pressurized well. The ovd should have been rinsed off. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).